Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be done as the reported event cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 3006705815-2017-00638 and 3006705815-2017-00639. It was reported the patient's scs system was removed due to an infection at the scs ipg site which appeared to have migrated up to the leads. Follow up identified the patient's infection has healed.